Event description:
Recipient reported no sound from his processor while watching tv. There were no additional strange sounds or unusual auditory perceptions. There is no report of an accident or trauma, no changes in health or swelling at the implant site reported. The user was re-implanted on the (B)(6) 2019. This report refers to 9710014-2019-00655. For further information please refer to this report.